Event description:
It was reported that the patient experienced an infection. An unusual skin discoloration was noted on the incision line at pump refill on (B)(6) 2010; the "skin broke" on (B)(6) 2010. Initially, the patient had "greenish drainage"; at the time of the report, the drainage was noted to be "more bloody". The area was the size of a pencil eraser. The patient was given medication; keflex 500 mg, 4/day. The patient planned to see the hcp on (B)(6) 2010. An operating room was reserved for (B)(6) 2010 for possible removal of the pump.

Manufacturer narrative:
(B)(4).